Event description:
It is reported that a patient was revised due to instability of the system. During the revision surgery corrosion of the neck was detected. It is also reported that a biolox head was used.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As not lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).